Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: b4: date of this report added. D2 type of device. D3: manufacturer updated. D4: unique identifier (UDI) number. E3: occupation added. G1: contact office updated. G2: report source added. G3: date received by manufacturer added. G6: type of report. H2: follow up type updated. H3: device evaluated by manufacturer updated to yes. H4: device manufacturer date added. H6: component codes added 451-electrodes. H6: impact code added to 4648 - insufficient information. H6: clinical code added to 4545 - skin inflammation/ irritation. H6: device code updated to 2682 - patient-device incompatibility. H6: investigation code added to 3331 - analysis of production records. H6: investigation code added to 4119 ¿ insufficient information available. H6: investigation findings code added to 3221- no findings available. H6: investigation conclusions code added to 4315 - cause not established. H10: additional narratives/data. The following sections have been corrected: d5: operator of device updated. H6: device code updated to 2993: adverse event without identified device or use problem.

Event description:
It was reported that the patient developed skin irritation from all 3 types of the electrodes; the lt-4500 electrodes, the 72r electrodes, and the 63b. The patient had a rash. The described her skin as red and itchy with bumps and welts. The patient wore the 63b electrodes and after 5 hours her became red and itchy. She waited for the skin to heal. The tried the lt-4500 electrodes and after 6 hours her skin became red and itchy. The patient reported that she has sensitive skin. The patient contacted her doctor and was advised to discontinue treatment. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: spinalpak assembly: catalog: 1067716 serial: #(B)(4). Therapy date: unknown. Medical product: 4.5 x 22 infinity pedicle screws at c7. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient developed skin irritation from all 3 types of the electrodes; the lt-4500 electrodes, the 72r electrodes, and the 63b. The patient had a rash. The described her skin as red and itchy with bumps and welts. The patient wore the 63b electrodes and after 5 hours her became red and itchy. She waited for the skin to heal. The tried the lt-4500 electrodes and after 6 hours her skin became red and itchy. The patient reported that she has sensitive skin. The patient contacted her doctor and was advised to discontinue treatment. It was reported that no further information is available.